Event description:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified ¿downstream occlusion¿ alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a f/u will be sent. The force sensor pusher, downstream tubing guide, and force sensor gasket were replaced.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified ¿door jammed¿ alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a f/u will be sent. The upper auxiliary assembly was replaced.